Event description:
It was reported that during service and evaluation, it was determined that the impactor device was had a sticky trigger and unintended activation. It was noted in the service order that the device was misfiring during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on the assessment performed by the complaint technical investigator. The kincise surgical impactor was visually and functionally assessed, and the impactor operated. However, the trigger was observed to be difficult to press/depress, resulting in unintended operation, consistent with lack of lubricant ¿ improper maintenance. The kincise surgical impactor trigger was lubricated per the instructions for use, and the trigger was able to press/depress without difficulty. The most relevant root causes are linked to improper maintenance. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: lubricate the surgical impactor following the completion of every cleaning and disinfection and prior to sterilization. Follow the lubricant manufacturer¿s instructions for use (i.e. Concentration/dilution and shelf life). Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.